Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased alinity I total hcg results on one patient that is unlikely pregnant due to hormone profile. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial result = 76. There is no retest result available. Sample was a short sample that was hemolyzed. No impact to patient management was reported.

Event description:
The customer observed falsely increased alinity I total -hcg results on one patient that is unlikely pregnant due to hormone profile. The following data was provided: sid (B)(6) processed on 25aug2023 initial result = 76 there is no retest result available sample was a short sample that was hemolyzed no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total bhcg, list 07p51-30, abbott ireland diagnostics divistion, longford, ireland to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2023-00514-00 has been submitted and all further information will be documented under that MDR number.